Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 22, 2024.